Event description:
It was reported that t:slim x2 pump battery would not charge, with no power source alerts or shutdown alarms, and charging connection was not recognized despite use of multiple working outlets, wall adapters, and charging cables, and caller was unable to upload pump data. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.